Event description:
Zoll customer support received an e-mail from a territory manager (tm) stating the pt's lifevest asks the pt to add gel. Customer support contacted the pt and issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. Upon eval, the rear 2 wire therapy electrode portion of the electrode belt cable was pulled from the strain relief at the distribution node. The cause for the damaged cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.